Event description:
It was reported that the patient was relaxing at home, "not feeling unwell" when a "controller fault" alarm was heard. The alarm self-cleared and the patient phoned the ventricular assisted device (vad) coordinator. The patient was not doing anything at the time and all the parameters remained within his normal range. The patient was admitted to hospital, logs downloaded and the controller was changed by the vad coordinator. There was no effect on the patient. A preliminary review of the log files by the manufacturer confirmed the reported alarm.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. The controller passed functional testing; device performed per specification at the bench. The reported event was confirmed via review of the controller log files, which revealed a 'controller fault' alarm on the reported event date. Further analysis revealed the controller fault alarm as type "sys_uic_aps_failure"; controller faults of this type are caused by a leaky diode and are highly intermittent. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical factors that could have contributed to this event. The most likely root cause of the reported event is a faulty diode. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that the controller will be returned to the manufacturer for analysis; however, it has not been received. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. Product is in route.